Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain on her left side"), pregnancy with contraceptive device ("unintended pregnancy"), genital injury ("left tube tearing during tubal ligation") and post procedural haemorrhage ("postoperative spot bleed looks almost like watery orangish red discharge when wiped and a little on pad with weird odd smell") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii, parity 2 ((B)(6) 2007, (B)(6) 2012), c-section in 2007 and breech presentation in 2007. Concurrent conditions included obesity. Concomitant products included ibuprofen in 2015, tramadol in 2015 and vicodin (norco) in 2015 for pain. In (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced dyspareunia ("pain during intercourse (sharp and stabbing)"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping / left lower abdomen pain (stabbing and chronic)"), gastrointestinal disorder ("gastrointestinal issues"), ovulation pain ("pain on lest side when ovulation and while on period") and dysmenorrhoea ("pain on lest side when ovulation and while on period"). In 2014, the patient experienced fatigue ("fatigue"), alopecia ("hair loss / hair thinning") and allergy to metals ("nickel allergy / heightened allergies/ possible nickel reaction that caused rashes all over her stomach") with rash, skin irritation and urticaria. In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced migraine ("migraines increased (throbbing, stabbing, debilitating)"). In (B)(6) 2015, the patient experienced genital injury (seriousness criteria medically significant and intervention required) with internal haemorrhage and vaginal discharge ("vaginal discharge"). In 2015 she experienced procedural pain ("extreme pain on left side after tubal ligation"). In (B)(6) 2015, the patient experienced hernia ("hernia (hernia occurred after her multiple tubal surgeries and hysterectomy)") and weight increased ("weight gain (especially after birth until hysterectomy) / tired of feeling like fat"). On an unknown date, the patient experienced post procedural haemorrhage (seriousness criterion medically significant), device expulsion ("essure coil on the right side must have fallen out/ expulsion of right coil"), back pain ("back pain (left lower back, stabbing)"), loss of libido ("loss of libido"), muscle spasms ("abdominal spasms"), dizziness ("dizziness"), anxiety ("anxiety"), depression ("depression"), syncope ("faint while trying to get out of hospital bed after tubal ligation"), ovarian cyst ("cyst on left ovary"), irritable bowel syndrome ("irritable bowels after hysterectomy"), complication of pregnancy ("complications of pregnancy or delivery / loosing mucus plug early during pregnancy"), adnexa uteri pain ("I have throbbing pain in my ovaries") and genital discharge ("postoperative spot bleed looks almost like watery orangish red discharge when wiped and a little on pad with weird odd smell"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (repaired damage left tube on (B)(6) 2015 and she underwent hysterectomy and salpingectomy with coil removal on (B)(6) 2015). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, pregnancy with contraceptive device, genital injury, post procedural haemorrhage, device expulsion, dyspareunia, back pain, hernia, migraine, abdominal pain lower, fatigue, gastrointestinal disorder, alopecia, vaginal discharge, weight increased, loss of libido, muscle spasms, dizziness, anxiety, depression, allergy to metals, syncope, ovarian cyst, irritable bowel syndrome, complication of pregnancy, adnexa uteri pain, procedural pain, genital discharge, ovulation pain and dysmenorrhoea outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, anxiety, back pain, complication of pregnancy, depression, device expulsion, dizziness, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital discharge, genital injury, hernia, irritable bowel syndrome, loss of libido, migraine, muscle spasms, ovarian cyst, ovulation pain, pelvic pain, post procedural haemorrhage, pregnancy with contraceptive device, procedural pain, syncope, vaginal discharge and weight increased to be related to essure. The reporter commented: on (B)(6) 2015 she underwent a tubal ligation (due to pregnancy). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Hysterosalpingogram - in (B)(6) 2013: essure coil on the right side must have fallen out. Most recent follow-up information incorporated above includes: on (B)(6) 2017: new reporters, patient data, historical conditions and therapy dates updated. Previously reported ¿severe and permanent injuries¿ was replaced by specific events: pain on left side; unintended pregnancy; left tubal tearing; postoperative spot bleeding; expulsion of right coil; pain during intercourse; back pain; hernia; migraine; cramping; fatigue; gastrointestinal issues; hair loss; vaginal discharge; weight gain; loss of libido; abdominal spasms; dizziness; anxiety; depression, nickel allergy; faint; cyst on ovary; irritable bowel; complication of pregnancy or delivery; pain in ovaries; pain on ovulation and while on period. Hysterectomy performed (case upgraded to incident). Essure legal manufacture has changed from bayer healthcare, (B)(6), milpitas to bayer pharma (B)(4), (B)(6), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left tube tearing during tubal ligation') and pelvic pain ('severe and persistent pain on her left side') in a 33-year-old female patient who had essure (batch no. A26166-inv,1203801-inv,a25165) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude right fallopian tube". The patient's medical history included c-section in 2007, breech presentation in 2007, migraine in 1999, multigravida and parity 2 ((B)(6) 2007, (B)(6) 2012). Concurrent conditions included obesity. Concomitant products included tramadol from 2015 to 2016 for pain and hydrocodone bitartrate;paracetamol (norco) since 2015 and ibuprofen since 2015 for pain and migraine. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse (sharp and stabbing)") and loss of libido ("loss of libido"). In (B)(6) 2013, the patient experienced abdominal pain lower ("cramping / left lower abdomen pain (stabbing and chronic)/abdominal fluttering/ I've been having major cramping"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device expulsion ("essure coil on the right side must have fallen out/ expulsion of right coil/failure to occlude right fallopian tube/migration"). In 2013, the patient experienced gastrointestinal disorder ("gastrointestinal issues"), ovulation pain ("pain on lest side when ovulation and while on period / I have awful pain when I am ovualting ") and dysmenorrhoea ("pain on lest side when ovulation and while on period / no problem prior but now when my period comes it comes strong cramp to the point where I am useless for two day"). In 2014, the patient experienced fatigue ("fatigue"), alopecia ("hair loss / hair thinning / bald on top") and dermatitis contact ("nickel allergy / heightened allergies/ possible nickel reaction that caused rashes all over her stomach") with rash, skin irritation and urticaria. In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("unintended pregnancy / I just found out that I'm pregnant") and experienced anxiety ("anxiety") and depression ("depression"). In (B)(6) 2014, the patient experienced migraine ("migraines increased (throbbing, stabbing, debilitating)"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with internal haemorrhage and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain (especially after birth until hysterectomy) / tired of feeling like fat"). In (B)(6) 2015, the patient experienced dizziness ("dizziness"). In 2015, the patient experienced procedural pain ("extreme pain on left side after tubal ligation"). In (B)(6) 2015, the patient experienced incisional hernia ("hernia (hernia occurred after her multiple tubal surgeries and hysterectomy)"). On an unknown date, the patient experienced post procedural haemorrhage ("postoperative spot bleed looks almost like watery orangish red discharge when wiped and a little on pad with weird odd smell"), back pain ("back pain (left lower back, stabbing)"), muscle spasms ("abdominal spasms"), syncope ("faint while trying to get out of hospital bed after tubal ligation"), ovarian cyst ("cyst on left ovary"), irritable bowel syndrome ("irritable bowels after hysterectomy"), complication of pregnancy ("complications of pregnancy or delivery / loosing mucus plug early during pregnancy"), adnexa uteri pain ("I have throbbing pain in my ovaries / pain for the past few week both overies "), genital discharge ("postoperative spot bleed looks almost like watery orangish red discharge when wiped and a little on pad with weird odd smell"), headache ("headaches") and pain in extremity ("so painful it radiates to my thighs so I thought I had a cyst") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (she underwent total hysterectomy and bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, post procedural haemorrhage, device expulsion, back pain, incisional hernia, gastrointestinal disorder, weight increased, muscle spasms, dizziness, anxiety, depression, dermatitis contact, syncope, ovarian cyst, irritable bowel syndrome, complication of pregnancy, adnexa uteri pain, procedural pain, genital discharge, ovulation pain, dysmenorrhoea, headache and pain in extremity outcome was unknown, the pelvic pain, dyspareunia, migraine, abdominal pain lower and fatigue was resolving and the alopecia, vaginal discharge, loss of libido and weight decreased had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2015. The reporter considered abdominal pain lower, adnexa uteri pain, alopecia, anxiety, back pain, complication of pregnancy, depression, dermatitis contact, device expulsion, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, genital discharge, headache, incisional hernia, irritable bowel syndrome, loss of libido, migraine, muscle spasms, ovarian cyst, ovulation pain, pain in extremity, pelvic pain, post procedural haemorrhage, pregnancy with contraceptive device, procedural pain, syncope, vaginal discharge, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2015 she underwent a tubal ligation (due to pregnancy). Discrepancy noted in essure removal date ((B)(6) 2015 and (B)(6) 2013). Discrepancy noted in insertion date. Previously reported as: (B)(6) 2013. In current follow up reported as: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: the left essure device is positioned just beyond the uterine cornua. The right essure device is not definitely visualized. There is flow of contrast into the right fallopian tube throughout its entire course with free spillage into the peritoneal cavity. No contrast is seen extending beyond the left essure device. Pregnancy test - in (B)(6) 2014: positive. Lots numbers a26166 and 1203801 are inv. Lot number:a25165 manufacture date:2012-07 expiration date: 2015-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left tube tearing during tubal ligation') and pelvic pain ('severe and persistent pain on her left side') in a 33-year-old female patient who had essure (batch no. A26166-inv,1203801-inv, a25165) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude right fallopian tube". The patient's medical history included c-section in 2007, breech presentation in 2007, migraine in 1999, multigravida and parity 2 ((B)(6) 2007, (B)(6) 2012). Concurrent conditions included obesity. Concomitant products included tramadol from 2015 to 2016 for pain and hydrocodone bitartrate;paracetamol (norco) since 2015 and ibuprofen since 2015 for pain and migraine. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse (sharp and stabbing)") and loss of libido ("loss of libido"). In (B)(6) 2013, the patient experienced abdominal pain lower ("cramping / left lower abdomen pain (stabbing and chronic)/abdominal fluttering/ I've been having major cramping"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device expulsion ("essure coil on the right side must have fallen out/ expulsion of right coil/failure to occlude right fallopian tube"). In 2013, the patient experienced gastrointestinal disorder ("gastrointestinal issues"), ovulation pain ("pain on lest side when ovulation and while on period / I have awful pain when I am ovulating ") and dysmenorrhoea ("pain on lest side when ovulation and while on period / no problem prior but now when my period comes it comes strong cramp to the point where I am useless for two day"). In 2014, the patient experienced fatigue ("fatigue"), alopecia ("hair loss / hair thinning") and dermatitis contact ("nickel allergy / heightened allergies/ possible nickel reaction that caused rashes all over her stomach") with rash, skin irritation and urticaria. In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("unintended pregnancy / I just found out that I'm pregnant") and experienced anxiety ("anxiety") and depression ("depression"). In (B)(6) 2014, the patient experienced migraine ("migraines increased (throbbing, stabbing, debilitating)"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with internal haemorrhage and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain (especially after birth until hysterectomy) / tired of feeling like fat"). In (B)(6) 2015, the patient experienced dizziness ("dizziness"). In 2015, the patient experienced procedural pain ("extreme pain on left side after tubal ligation"). In (B)(6) 2015, the patient experienced incisional hernia ("hernia (hernia occurred after her multiple tubal surgeries and hysterectomy)"). On an unknown date, the patient experienced post procedural haemorrhage ("postoperative spot bleed looks almost like watery orang-ish red discharge when wiped and a little on pad with weird odd smell"), back pain ("back pain (left lower back, stabbing)"), muscle spasms ("abdominal spasms"), syncope ("faint while trying to get out of hospital bed after tubal ligation"), ovarian cyst ("cyst on left ovary"), irritable bowel syndrome ("irritable bowels after hysterectomy"), complication of pregnancy ("complications of pregnancy or delivery / loosing mucus plug early during pregnancy"), adnexa uteri pain ("I have throbbing pain in my ovaries / pain for the past few week both ovaries "), genital discharge ("postoperative spot bleed looks almost like watery orang-ish red discharge when wiped and a little on pad with weird odd smell"), headache ("headaches") and pain in extremity ("so painful it radiates to my thighs so I thought I had a cyst") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (she underwent total hysterectomy and bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, post procedural haemorrhage, device expulsion, back pain, incisional hernia, gastrointestinal disorder, weight increased, muscle spasms, dizziness, anxiety, depression, dermatitis contact, syncope, ovarian cyst, irritable bowel syndrome, complication of pregnancy, adnexa uteri pain, procedural pain, genital discharge, ovulation pain, dysmenorrhoea, headache and pain in extremity outcome was unknown, the pelvic pain, dyspareunia, migraine, abdominal pain lower and fatigue was resolving and the alopecia, vaginal discharge, loss of libido and weight decreased had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2015. The reporter considered abdominal pain lower, adnexa uteri pain, alopecia, anxiety, back pain, complication of pregnancy, depression, dermatitis contact, device expulsion, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, genital discharge, headache, incisional hernia, irritable bowel syndrome, loss of libido, migraine, muscle spasms, ovarian cyst, ovulation pain, pain in extremity, pelvic pain, post procedural haemorrhage, pregnancy with contraceptive device, procedural pain, syncope, vaginal discharge, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2015 she underwent a tubal ligation (due to pregnancy). Discrepancy noted in essure removal date ((B)(6) 2015 and (B)(6) 2013). Discrepancy noted in insertion date. Previously reported as: (B)(6) 2013. In current follow up reported as: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: the left essure device is positioned just beyond the uterine cornua. The right essure device is not definitely visualized. There is flow of contrast into the right fallopian tube throughout its entire course with free spillage into the peritoneal cavity. No contrast is seen extending beyond the left essure device.. Pregnancy test - in (B)(6) 2014: positive. Lots numbers a26166 and 1203801 are invalid. Lot number:a25165 manufacture date:2012-07 expiration date: 2015-07 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media: new events: pain in extremity and headaches was added. Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain on her left side"), pregnancy with contraceptive device ("unintended pregnancy"), fallopian tube perforation ("left tube tearing during tubal ligation") and post procedural haemorrhage ("postoperative spot bleed looks almost like watery orangish red discharge when wiped and a little on pad with weird odd smell") in a female patient who had essure (batch no. A26166) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 2 (B)(4), c-section in 2007 and breech presentation in 2007. Concurrent conditions included obesity. Concomitant products included ibuprofen since 2015, tramadol from 2015 to 2016 and vicodin (norco) since 2015 for pain. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse (sharp and stabbing)"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping / left lower abdomen pain (stabbing and chronic)"), gastrointestinal disorder ("gastrointestinal issues"), ovulation pain ("pain on lest side when ovulation and while on period") and dysmenorrhoea ("pain on lest side when ovulation and while on period"). In 2014, the patient experienced fatigue ("fatigue"), alopecia ("hair loss / hair thinning") and dermatitis contact ("nickel allergy / heightened allergies/ possible nickel reaction that caused rashes all over her stomach") with rash, skin irritation and urticaria. In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced migraine ("migraines increased (throbbing, stabbing, debilitating)"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with internal haemorrhage and vaginal discharge ("vaginal discharge"). In 2015, the patient experienced procedural pain ("extreme pain on left side after tubal ligation"). In (B)(6) 2015, the patient experienced incisional hernia ("hernia (hernia occurred after her multiple tubal surgeries and hysterectomy)") and weight increased ("weight gain (especially after birth until hysterectomy) / tired of feeling like fat"). On an unknown date, the patient experienced post procedural haemorrhage (seriousness criterion medically significant), device expulsion ("essure coil on the right side must have fallen out/ expulsion of right coil"), back pain ("back pain (left lower back, stabbing)"), loss of libido ("loss of libido"), muscle spasms ("abdominal spasms"), dizziness ("dizziness"), anxiety ("anxiety"), depression ("depression"), syncope ("faint while trying to get out of hospital bed after tubal ligation"), ovarian cyst ("cyst on left ovary"), irritable bowel syndrome ("irritable bowels after hysterectomy"), complication of pregnancy ("complications of pregnancy or delivery / loosing mucus plug early during pregnancy"), adnexa uteri pain ("I have throbbing pain in my ovaries") and genital discharge ("postoperative spot bleed looks almost like watery orangish red discharge when wiped and a little on pad with weird odd smell"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she underwent hysterectomy and salpingectomy with coil removal on (B)(6) 2015) and surgery (repaired damage left tube on (B)(6) 2015). Essure was removed. At the time of the report, the pelvic pain, pregnancy with contraceptive device, fallopian tube perforation, post procedural haemorrhage, device expulsion, dyspareunia, back pain, incisional hernia, migraine, abdominal pain lower, fatigue, gastrointestinal disorder, alopecia, vaginal discharge, weight increased, loss of libido, muscle spasms, dizziness, anxiety, depression, dermatitis contact, syncope, ovarian cyst, irritable bowel syndrome, complication of pregnancy, adnexa uteri pain, procedural pain, genital discharge, ovulation pain and dysmenorrhoea outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, adnexa uteri pain, alopecia, anxiety, back pain, complication of pregnancy, depression, dermatitis contact, device expulsion, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, genital discharge, incisional hernia, irritable bowel syndrome, loss of libido, migraine, muscle spasms, ovarian cyst, ovulation pain, pelvic pain, post procedural haemorrhage, pregnancy with contraceptive device, procedural pain, syncope, vaginal discharge and weight increased to be related to essure. The reporter commented: on (B)(6) 2015 she underwent a tubal ligation (due to pregnancy). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: essure coil on the right side must have fallen out. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record received:reporters,lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain on her left side"), pregnancy with contraceptive device ("unintended pregnancy"), fallopian tube perforation ("left tube tearing during tubal ligation") and post procedural haemorrhage ("postoperative spot bleed looks almost like watery orangish red discharge when wiped and a little on pad with weird odd smell") in a female patient who had essure (batch no. A26166-invalid) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 2 ((B)(6) 2007, (B)(6) 2012), c-section in 2007 and breech presentation in 2007. Concurrent conditions included obesity. Concomitant products included ibuprofen since 2015, tramadol from 2015 to 2016 and vicodin (norco) since 2015 for pain. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse (sharp and stabbing)"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping / left lower abdomen pain (stabbing and chronic)"), gastrointestinal disorder ("gastrointestinal issues"), ovulation pain ("pain on lest side when ovulation and while on period") and dysmenorrhoea ("pain on lest side when ovulation and while on period"). In 2014, the patient experienced fatigue ("fatigue"), alopecia ("hair loss / hair thinning") and dermatitis contact ("nickel allergy / heightened allergies/ possible nickel reaction that caused rashes all over her stomach") with rash, skin irritation and urticaria. In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced migraine ("migraines increased (throbbing, stabbing, debilitating)"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with internal haemorrhage and vaginal discharge ("vaginal discharge"). In 2015, the patient experienced procedural pain ("extreme pain on left side after tubal ligation"). In (B)(6) 2015, the patient experienced incisional hernia ("hernia (hernia occurred after her multiple tubal surgeries and hysterectomy)") and weight increased ("weight gain (especially after birth until hysterectomy) / tired of feeling like fat"). On an unknown date, the patient experienced post procedural haemorrhage (seriousness criterion medically significant), device expulsion ("essure coil on the right side must have fallen out/ expulsion of right coil"), back pain ("back pain (left lower back, stabbing)"), loss of libido ("loss of libido"), muscle spasms ("abdominal spasms"), dizziness ("dizziness"), anxiety ("anxiety"), depression ("depression"), syncope ("faint while trying to get out of hospital bed after tubal ligation"), ovarian cyst ("cyst on left ovary"), irritable bowel syndrome ("irritable bowels after hysterectomy"), complication of pregnancy ("complications of pregnancy or delivery / loosing mucus plug early during pregnancy"), adnexa uteri pain ("I have throbbing pain in my ovaries") and genital discharge ("postoperative spot bleed looks almost like watery orangish red discharge when wiped and a little on pad with weird odd smell"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she underwent hysterectomy and salpingectomy with coil removal on (B)(6) 2015) and surgery (repaired damage left tube on (B)(6) 2015). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, pregnancy with contraceptive device, fallopian tube perforation, post procedural haemorrhage, device expulsion, dyspareunia, back pain, incisional hernia, migraine, abdominal pain lower, fatigue, gastrointestinal disorder, alopecia, vaginal discharge, weight increased, loss of libido, muscle spasms, dizziness, anxiety, depression, dermatitis contact, syncope, ovarian cyst, irritable bowel syndrome, complication of pregnancy, adnexa uteri pain, procedural pain, genital discharge, ovulation pain and dysmenorrhoea outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, adnexa uteri pain, alopecia, anxiety, back pain, complication of pregnancy, depression, dermatitis contact, device expulsion, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, genital discharge, incisional hernia, irritable bowel syndrome, loss of libido, migraine, muscle spasms, ovarian cyst, ovulation pain, pelvic pain, post procedural haemorrhage, pregnancy with contraceptive device, procedural pain, syncope, vaginal discharge and weight increased to be related to essure. The reporter commented: on (B)(6) 2015 she underwent a tubal ligation (due to pregnancy) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: essure coil on the right side must have fallen out. Most recent follow-up information incorporated above includes: on 23-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left tube tearing during tubal ligation'), pelvic pain ('severe and persistent pain on her left side'), pregnancy with contraceptive device ('unintended pregnancy') and post procedural haemorrhage ('postoperative spot bleed looks almost like watery orangish red discharge when wiped and a little on pad with weird odd smell') in a 33-year-old female patient who had essure (batch no. A26166-inv,1203801-inv, a25165) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude right fallopian tube". The patient's medical history included c-section in 2007, breech presentation in 2007, migraine in 1999, multigravida and parity 2 ((B)(6) 2007, (B)(6) 2012). Concurrent conditions included obesity. Concomitant products included tramadol from 2015 to 2016 for pain and hydrocodone bitartrate;paracetamol (norco) since 2015 and ibuprofen since 2015 for pain and migraine. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse (sharp and stabbing)") and loss of libido ("loss of libido"). In (B)(6) 2013, the patient experienced abdominal pain lower ("cramping / left lower abdomen pain (stabbing and chronic)/abdominal fluttering"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device expulsion ("essure coil on the right side must have fallen out/ expulsion of right coil/failure to occlude right fallopian tube"). In 2013, the patient experienced gastrointestinal disorder ("gastrointestinal issues"), ovulation pain ("pain on lest side when ovulation and while on period") and dysmenorrhoea ("pain on lest side when ovulation and while on period"). In 2014, the patient experienced fatigue ("fatigue"), alopecia ("hair loss / hair thinning") and dermatitis contact ("nickel allergy / heightened allergies/ possible nickel reaction that caused rashes all over her stomach") with rash, skin irritation and urticaria. In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced anxiety ("anxiety") and depression ("depression"). In (B)(6) 2014, the patient experienced migraine ("migraines increased (throbbing, stabbing, debilitating)"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with internal haemorrhage and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain (especially after birth until hysterectomy) / tired of feeling like fat"). In (B)(6) 2015, the patient experienced dizziness ("dizziness"). In 2015, the patient experienced procedural pain ("extreme pain on left side after tubal ligation"). In (B)(6) 2015, the patient experienced incisional hernia ("hernia (hernia occurred after her multiple tubal surgeries and hysterectomy)"). On an unknown date, the patient experienced post procedural haemorrhage (seriousness criterion medically significant), back pain ("back pain (left lower back, stabbing)"), muscle spasms ("abdominal spasms"), syncope ("faint while trying to get out of hospital bed after tubal ligation"), ovarian cyst ("cyst on left ovary"), irritable bowel syndrome ("irritable bowels after hysterectomy"), complication of pregnancy ("complications of pregnancy or delivery / loosing mucus plug early during pregnancy"), adnexa uteri pain ("I have throbbing pain in my ovaries") and genital discharge ("postoperative spot bleed looks almost like watery orangish red discharge when wiped and a little on pad with weird odd smell") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (she underwent total hysterectomy and bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, post procedural haemorrhage, device expulsion, back pain, incisional hernia, gastrointestinal disorder, weight increased, muscle spasms, dizziness, anxiety, depression, dermatitis contact, syncope, ovarian cyst, irritable bowel syndrome, complication of pregnancy, adnexa uteri pain, procedural pain, genital discharge, ovulation pain and dysmenorrhoea outcome was unknown, the pelvic pain, dyspareunia, migraine, abdominal pain lower and fatigue was resolving and the alopecia, vaginal discharge, loss of libido and weight decreased had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2015. The reporter considered abdominal pain lower, adnexa uteri pain, alopecia, anxiety, back pain, complication of pregnancy, depression, dermatitis contact, device expulsion, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, genital discharge, incisional hernia, irritable bowel syndrome, loss of libido, migraine, muscle spasms, ovarian cyst, ovulation pain, pelvic pain, post procedural haemorrhage, pregnancy with contraceptive device, procedural pain, syncope, vaginal discharge, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2015 she underwent a tubal ligation (due to pregnancy). Discrepancy noted in essure removal date ((B)(6) 2015 and (B)(6) 2013). Discrepancy noted in insertion date. Previously reported as: (B)(6) 2013. In current follow up reported as: 27feb2013 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: the left essure device is positioned just beyond the uterine cornua. The right essure device is not definitely visualized. There is flow of contrast into the right fallopian tube throughout its entire course with free spillage into the peritoneal cavity. No contrast is seen extending beyond the left essure device.. Pregnancy test - in (B)(6) 2014: positive. Lots numbers a26166 and 1203801 are invalid. Lot number:a25165 manufacture date:2012-07 expiration date: 2015-07 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-may-2019: quality safety evaluation of ptc(product technical complaint). Incident no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left tube tearing during tubal ligation"), pelvic pain ("severe and persistent pain on her left side"), pregnancy with contraceptive device ("unintended pregnancy") and post procedural haemorrhage ("postoperative spot bleed looks almost like watery orangish red discharge when wiped and a little on pad with weird odd smell") in a 33-year-old female patient who had essure (batch no. A26166-invalid,1203801, a25165) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude right fallopian tube". The patient's medical history included multigravida, parity 2 (B)(6)2007, (B)(6)2012), c-section in 2007, breech presentation in 2007 and migraine in 1999. Concurrent conditions included obesity. Concomitant products included tramadol from 2015 to 2016 for pain and hydrocodone bitartrate;paracetamol (norco) since 2015 and ibuprofen since 2015 for pain and migraine. In (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced dyspareunia ("pain during intercourse (sharp and stabbing)") and loss of libido ("loss of libido"). In (B)(6)2013, the patient experienced abdominal pain lower ("cramping / left lower abdomen pain (stabbing and chronic)/abdominal fluttering"). In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device expulsion ("essure coil on the right side must have fallen out/ expulsion of right coil/failure to occlude right fallopian tube"). In 2013, the patient experienced gastrointestinal disorder ("gastrointestinal issues"), ovulation pain ("pain on lest side when ovulation and while on period") and dysmenorrhoea ("pain on lest side when ovulation and while on period"). In 2014, the patient experienced fatigue ("fatigue"), alopecia ("hair loss / hair thinning") and dermatitis contact ("nickel allergy / heightened allergies/ possible nickel reaction that caused rashes all over her stomach") with rash, skin irritation and urticaria. In (B)(6)2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced anxiety ("anxiety") and depression ("depression"). In (B)(6)2014, the patient experienced migraine ("migraines increased (throbbing, stabbing, debilitating)"). In (B)(6)2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with internal haemorrhage and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain (especially after birth until hysterectomy) / tired of feeling like fat"). In (B)(6)2015, the patient experienced dizziness ("dizziness"). In 2015, the patient experienced procedural pain ("extreme pain on left side after tubal ligation"). In (B)(6)2015, the patient experienced incisional hernia ("hernia (hernia occurred after her multiple tubal surgeries and hysterectomy)"). On an unknown date, the patient experienced post procedural haemorrhage (seriousness criterion medically significant), back pain ("back pain (left lower back, stabbing)"), muscle spasms ("abdominal spasms"), syncope ("faint while trying to get out of hospital bed after tubal ligation"), ovarian cyst ("cyst on left ovary"), irritable bowel syndrome ("irritable bowels after hysterectomy"), complication of pregnancy ("complications of pregnancy or delivery / loosing mucus plug early during pregnancy"), adnexa uteri pain ("I have throbbing pain in my ovaries") and genital discharge ("postoperative spot bleed looks almost like watery orangish red discharge when wiped and a little on pad with weird odd smell") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (she underwent total hysterectomy and bilateral salpingectomy to remove essure). Essure was removed on (B)(6)2015. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, post procedural haemorrhage, device expulsion, back pain, incisional hernia, gastrointestinal disorder, weight increased, muscle spasms, dizziness, anxiety, depression, dermatitis contact, syncope, ovarian cyst, irritable bowel syndrome, complication of pregnancy, adnexa uteri pain, procedural pain, genital discharge, ovulation pain and dysmenorrhoea outcome was unknown, the pelvic pain, dyspareunia, migraine, abdominal pain lower and fatigue was resolving and the alopecia, vaginal discharge, loss of libido and weight decreased had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6)2015. The reporter considered abdominal pain lower, adnexa uteri pain, alopecia, anxiety, back pain, complication of pregnancy, depression, dermatitis contact, device expulsion, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, genital discharge, incisional hernia, irritable bowel syndrome, loss of libido, migraine, muscle spasms, ovarian cyst, ovulation pain, pelvic pain, post procedural haemorrhage, pregnancy with contraceptive device, procedural pain, syncope, vaginal discharge, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6)2015 she underwent a tubal ligation (due to pregnancy). Discrepancy noted in essure removal date (B)(6)2015 and (B)(6)2013). Discrepancy noted in insertion date. Previously reported as: (B)(6)2013. In current follow up reported as: (B)(6)2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Hysterosalpingogram - on (B)(6)2013: results: the left essure device is positioned just beyond the uterine cornua. The right essure device is not definitely visualized. There is flow of contrast into the right fallopian tube throughout its entire course with free spillage into the peritoneal cavity. No contrast is seen extending beyond the left essure device.. Pregnancy test - in (B)(6)2014: positive. Most recent follow-up information incorporated above includes: on 8-feb-2019: reporter information was added. This case concerns 33 year old patient. Essure explant date was updated. Essure lot number was added. Lab data was added. Per plaintiff fact sheet following event: weight loss was added. She was recovering from following events: pelvic pain, cramping, dyspareunia, migraine and fatigue. She had recovered from following events: hair loss, vaginal discharge, weight loss and loss of libido. Follow up 5 and 6 processed together. On (B)(6)2019: all the information was transferred to current case from deletion case: (B)(4). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left tube tearing during tubal ligation') and pelvic pain ('severe and persistent pain on her left side') in a 33-year-old female patient who had essure (batch no. A26166-inv,1203801-inv, a25165) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude right fallopian tube". The patient's medical history included c-section in 2007, breech presentation in 2007, migraine in 1999, multigravida and parity 2 ((B)(6) 2007, (B)(6) 2012). Concurrent conditions included obesity. Concomitant products included tramadol from 2015 to 2016 for pain and hydrocodone bitartrate;paracetamol (norco) since 2015 and ibuprofen since 2015 for pain and migraine. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse (sharp and stabbing)") and loss of libido ("loss of libido"). In (B)(6) 2013, the patient experienced abdominal pain lower ("cramping / left lower abdomen pain (stabbing and chronic)/abdominal fluttering/ I've been having major cramping"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device expulsion ("essure coil on the right side must have fallen out/ expulsion of right coil/failure to occlude right fallopian tube"). In 2013, the patient experienced gastrointestinal disorder ("gastrointestinal issues"), ovulation pain ("pain on lest side when ovulation and while on period / I have awful pain when I am ovualting ") and dysmenorrhoea ("pain on lest side when ovulation and while on period / no problem prior but now when my period comes it comes strong cramp to the point where I am useless for two day"). In 2014, the patient experienced fatigue ("fatigue"), alopecia ("hair loss / hair thinning") and dermatitis contact ("nickel allergy / heightened allergies/ possible nickel reaction that caused rashes all over her stomach") with rash, skin irritation and urticaria. In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("unintended pregnancy / I just found out that I'm pregnant") and experienced anxiety ("anxiety") and depression ("depression"). In (B)(6) 2014, the patient experienced migraine ("migraines increased (throbbing, stabbing, debilitating)"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with internal haemorrhage and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain (especially after birth until hysterectomy) / tired of feeling like fat"). In (B)(6) 2015, the patient experienced dizziness ("dizziness"). In 2015, the patient experienced procedural pain ("extreme pain on left side after tubal ligation"). In (B)(6) 2015, the patient experienced incisional hernia ("hernia (hernia occurred after her multiple tubal surgeries and hysterectomy)"). On an unknown date, the patient experienced post procedural haemorrhage ("postoperative spot bleed looks almost like watery orangish red discharge when wiped and a little on pad with weird odd smell"), back pain ("back pain (left lower back, stabbing)"), muscle spasms ("abdominal spasms"), syncope ("faint while trying to get out of hospital bed after tubal ligation"), ovarian cyst ("cyst on left ovary"), irritable bowel syndrome ("irritable bowels after hysterectomy"), complication of pregnancy ("complications of pregnancy or delivery / loosing mucus plug early during pregnancy"), adnexa uteri pain ("I have throbbing pain in my ovaries / pain for the past few week both overies "), genital discharge ("postoperative spot bleed looks almost like watery orangish red discharge when wiped and a little on pad with weird odd smell"), headache ("headaches") and pain in extremity ("so painful it radiates to my thighs so I thought I had a cyst") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (she underwent total hysterectomy and bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, post procedural haemorrhage, device expulsion, back pain, incisional hernia, gastrointestinal disorder, weight increased, muscle spasms, dizziness, anxiety, depression, dermatitis contact, syncope, ovarian cyst, irritable bowel syndrome, complication of pregnancy, adnexa uteri pain, procedural pain, genital discharge, ovulation pain, dysmenorrhoea, headache and pain in extremity outcome was unknown, the pelvic pain, dyspareunia, migraine, abdominal pain lower and fatigue was resolving and the alopecia, vaginal discharge, loss of libido and weight decreased had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2015. The reporter considered abdominal pain lower, adnexa uteri pain, alopecia, anxiety, back pain, complication of pregnancy, depression, dermatitis contact, device expulsion, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, genital discharge, headache, incisional hernia, irritable bowel syndrome, loss of libido, migraine, muscle spasms, ovarian cyst, ovulation pain, pain in extremity, pelvic pain, post procedural haemorrhage, pregnancy with contraceptive device, procedural pain, syncope, vaginal discharge, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2015 she underwent a tubal ligation (due to pregnancy). Discrepancy noted in essure removal date ((B)(6) 2015 and (B)(6) 2013). Discrepancy noted in insertion date. Previously reported as: (B)(6) 2013 in current follow up reported as: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: the left essure device is positioned just beyond the uterine cornua. The right essure device is not definitely visualized. There is flow of contrast into the right fallopian tube throughout its entire course with free spillage into the peritoneal cavity. No contrast is seen extending beyond the left essure device.. Pregnancy test - in (B)(6) 2014: positive. Lots numbers a26166 and 1203801 are invalid. Lot number:a25165, manufacture date:2012-07, expiration date: 2015-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media: new events: pain in extremity and headaches was added. Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.